Event description:
A dreamstation auto CPAP device was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, it was confirmed that the device was not functional due to a white screen. Confirmed was evidence of connecter oxide contamination. There was no evidence of foam particles found in the assembly. The device was scrapped.